Event description:
While the unit was in use on a pt, saline splashed into the fan assembly. Later the augmentation dropped. The pt was switched to another unit and therapy was continued. No pt injury was reported.